Manufacturer narrative:
Pharmacovigilance comment: pb (B)(4) 2013, the event implant site hypoaesthesia was assessed as serious and possibly related.

Event description:
This spontaneous case was rec'd on (B)(4) 2013, from an adult female patient who is also a nurse. The patient's medical history and concomitant medications were not reported. In (B)(6) 2013, a week prior to the event, the patient started treatment with perlane-l (hyaluronic acid), one syringe into each cheek, once for the unknown indication. The batch number used was not reported. On (B)(6) 2013, the patient experienced intraorbital numbing. The intraorbital numbing improved when the patient lay down and worsened again when the patient was upright. The outcome of the event was ongoing. The reporter did not provide a causality assessment. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4) (medcomm solutions on behalf of (B)(4)).